Event description:
(B)(4). Burning and cramping in lower abd, irregular periods, painful sex, pelvic pain during ovulation, migraines, extremely painful periods, extreme fatigue, joint pain, abd weight gain, and depression.